Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There was some concern because the charge times ranged from 20.7 seconds to 25.9 seconds while the monitoring voltage was still at 2.66 volts. It was also reported that after performing two manual capacitor reformations, the device was no longer at eri. A boston scientific technical services consultant discussed saving a device memory disk to send in for analysis with the explanted device. It was recommended to consider the device at eri, since it had already declared eri and continued to have extended charge times.